Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call on (B)(6) 2018 that they received no delivery alarm after multiple set changes. The customer's blood glucose was 452mg/dl at the time of incident. The customer was assisted with trouble shooting and insulin did not exit. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). The insulin pump passed the self test, displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery tests. No unexpected excessive no delivery alarms noted during testing.